Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment while sleeping event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for thirty minutes. No further information available.

Manufacturer narrative:
E1: patient city -(B)(6), patient country - united states.